Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did the reported issue contribute to any patient adverse consequences? When was the needle tip broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify did the needle tip fall into the patient? If so, was the needle tip retrieved during the same procedure? Were x-rays taken to locate the needle tip? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle tip? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle tip in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed. The photo shows a needle without its packaging, apparently breaking at the tip area. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an ectopic pregnancy surgery on (B)(6) 2025 and suture was used. On the afternoon, during the ectopic pregnancy surgery, the nurse discovered that the needle tip of the suture was missing, and it was discarded and reported. There were no patient consequences reported. Additional information was requested.